Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. DHR review has been completed fields changed: date of report, PMA/510k, if follow-up, what type.

Manufacturer narrative:
Additional information was received from the site on (B)(6) 2019 identifying the following. The device was not used because a leaflet was not functioning normally. The patient had a normal discharge after use of alternative valve. The device is not available for return or analysis. A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Because the device is not available for return and analysis no further investigations can be performed. The DHR review did not show any elements of device dysfunction or non-conformance. Based on the information presently available the root cause of the reported leaflet dysfunction cannot be established.

Event description:
On (B)(6) 2019 a patient received a carbomedics standard mitral valve m7-027 as part of an mvr. The manufacturer was notified that the device was implanted and explanted intra-operatively and replaced with another m7-027. No further information was received. Additional information was received from the site on (B)(6) 2019 identifying the following. The device was not used because a leaflet was not functioning normally. The patient had a normal discharge after use of alternative valve. The device is not available for return or analysis.

Manufacturer narrative:
Device disposition presently unknown.

Event description:
On (B)(6) 2019 a patient received a carbomedics standard mitral valve m7-027 as part of an mvr. The manufacturer was notified that the device was implanted and explanted intra-operatively and replaced with another m7-027. No further information was received.